Event description:
Pump and catheter were removed due to infection. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump was not reported; device registration system indicates baclofen. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.